Event description:
It was reported that the patient's lead wire was causing a lot of discomfort for her. The patient was very thin and it was causing her enough pain that she couldn't sleep on her back. The patient had hip problems that didn't allow her to sleep on her side. The patient was wondering if their healthcare provider could make a small incision and pull the lead out. The patient believed she needed a second opinion. The patient was also wondering if their healthcare provider could send in the x-ray to the manufacturer. The patient's implant was removed 2.5-3 years ago, when the healthcare provider went in to fuse her bone. The lead wire was left in the patient's body. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2004, explanted:, product typ: extension; product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2004, explanted:, product typ: programmer, (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).